Manufacturer narrative:
(B)(4). No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a parity error. The cause of the parity error could not be determined.

Event description:
It was reported while the device was still in the box before implant, interrogation found the device already in backup vvi mode. The device was not used and another device was implanted. The patient was in good condition before, during, and after the event.